Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl. Suspected cause was due to the control iq software not accurately adjusting insulin therapy. A system check was performed and it was found that there was not an active sensor session. Customer was given glucose tablets and juice to treat low bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.